Event description:
There was significant narrowing of the left bronchial anastomosis through which the scope could not be passed. The previously placed left bronchial stent had migrated proximally. There were significant secretions which were suctioned. A (bronchoalveolar) bal was sent for culture. The stenosis was dilated with an 8-9-10 mm balloon without difficulty. The left lower lobe bronchus appeared malacic. This was suctioned and lavaged and then dilated to 8 mm using the balloon dilator.using a biopsy forceps, the stent was pulled into the proximal trachea. The patient was extubated and the stent removed. The patient was then reintubated.======================manufacturer response for stent,tracheobronchial wire guided aero 12 x 20 mm, stent,tracheobronchial wire guided aero 12 x 20 mm (per site reporter).======================awaiting response.